Manufacturer narrative:
The device evaluation found no malfunctions aside from the allegation reported in b5. A review of the DHR of the subject device was reviewed and the device was confirmed to have been shipped in conformity with specifications. Based on the results of the investigation, the cause presumed from the suggested event is that the image sensor unit cable was disconnected, leading to short circuit. A definitive root cause of the subject event could not be specified. The instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope tip image disappeared during angulation at the right/left directions. There were no reports of patient involvement.